Event description:
The switch emitted sparks and smoke. Co's inspection revealed a break in the line cord at the strain relief. The use of the flexible strain relief has reduced the breakage of the cord. Co added a caution to the labelling to not flex the power supply cord needlessly. Remedial action has been accomplished. No deaths or injuries were reported. This event is not considered reportable under 21cr803 because a similar event would not be likely to cause or contribute to death or serious injury. This report is being made to comply with regulatory letter 90-dt-12.